Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold and opening linear on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior, striated opening on diaphragm valve and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consist in the use of some surgical tool. A striated opening on valve seat diaphragm valve due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "a lot of hardness, like a ball, and itching" and capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "a lot of hardness, like a ball, and itching" on the left side. Healthcare provider reported left side capsular contracture baker grade IV. Device has been explanted.